Manufacturer narrative:
The sensor replacement alert was asserted to the user on (B)(6) 2023, day 48 after insertion. An RMA was authorized to investigate the sensor further. From the return material analysis testing, however, the sensor did not reveal any malfunction. Further analysis of the in vivo sensor data showed that the sensor readings were noisy, which could potentially be indicative of an issue with the sensor electronics, however, it could not be reproduced via in-house testing. This may occur in some instances where the failure mode that presents itself in the body could not be reproduced in the lab, for example the led behavior at the time, or the in-vivo state of the sensor hydrogel which is not reproduced in the lab. As part of resolution, a sensor replacement was offered to the user. B4. Date of this report updated to 02 january 2023. G3. Date received by manufacturer updated to 08 december 2023. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Event description:
On september 11, 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.